Event description:
Description of event according to complainant: vascular surgeon called the area representative stating that during a filter retrieval, the filter leg penetrated the ivc. The surgeon called to inquire about a facility/surgeon who can retrieve the filter via open procedure. The pt is currently at facility (B)(6) hospital ((B)(4). Device remains inside the pt. Updated info received on (B)(6) 2013: dr (B)(6) requested that the vascular surgeons at em(B)(6) removed the filter by open procedure.

Manufacturer narrative:
(B)(4). Pt info/device: unknown as info was not provided by reporter. Catalog # unk, but district manager estimated that it is a celect filter. However, no exact details have been provided. Lot #: unk as info ws not provided by reporter. Expiration date: unk as lot # is unk. Implant/explant dates unk as info was not provided by reporter. Date of manufacture is unk as lot # is unk. The investigation is in progress.